Manufacturer narrative:
Other text: UDI section, model and catalog number of d4 is unknown, no product information has been provided to date. D4: expiration date and h4: manufacture date are unknown as lot number has not been provided. Product code based on complaint description of device as "tracheostomy tube". A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube had been used for approximately 10-12 months (2-3 tubes in use alternating). The numbers on the side of the flange had completed worn off. No part or lot number has been provided. Product is described as a "bivona cuffless tracheostomy tube".

Manufacturer narrative:
Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.